Event description:
It was reported that pump displayed malfunction alarm malf 5 with fault ID 5-0x2147, with no notable events occurring prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, instructed customer to place malfunctioning pump in storage mode, re-enter pump settings and reconnect continuous glucose monitor on replacement device, and return malfunctioning pump using prepaid label within 10 days, which customer understood and acknowledged.